Event description:
Procedure type: sigmoid resection. According to the reporter: at the displace of the distal part of the intestine, the intestine was cut, but no clip row. The clips fell completely into the situs. The magazine was loaded and fired correctly. The next try had the same issue. Due to this incident the stomach opened. The edge of displace was extended and a magazine of endo gia 45-4.8 (15mm) was used. The procedure then was successful. The clips that fell had to be retrieved manually. According to the reporter, the patient was injured. Operative time was extended by more than 30 minutes. No unanticipated blood loss occurred. No tissue damage occurred.

Manufacturer narrative:
(B)(4).